Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to procedure, upon device interrogation it was observed that the right atrial (ra) lead exhibited episodes of over-sensed noise. The lead was reprogrammed. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead was explanted. The patient condition was unknown.

Event description:
New information received notes that the patient was in stable condition.